Event description:
It was reported that the patient had a "constant e. Coli infection in her bladder" and prevented her from "getting over her urinary problems." It was noted that the patient wanted to have an ultrasound performed, so that she could try a new treatment to "stop anal leakage." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v737609 serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).